Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25 mm trifecta gt valve was implanted. A paravalvular leak was noted a few days post-operatively. On (B)(6) 2016, the valve was explanted and per user report there was insufficient space on the sewing cuff to accommodate the sutures.